Manufacturer narrative:
Concomitant medical products: 5024m-58 lead implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead polarity switch occurred, that resulted in oversensing due to unipolar polarity. The ra lead remained in use and patient monitored. Approximately, three weeks later the ra lead was capped, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.